Event description:
J&j IV catheter, #3060, lot #2751k108, failed during insertion. The clinician noticed that the hub was missing as the needle was being withdrawn, and she thought she could see the catheter, but could not stop it from going into the pt vein.